Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had error. The customer blood glucose level was 276 mg/dl at the time of the incident. The customer states that they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Unable to verify magnetic field or MRI exposures due to blank display.